Event description:
Patient was having a urinary catheter placed for voiding cystourethrogram (vcug) testing. Patient was with the pediatric sedation team. They had made 3 attempts (three separate catheters) to place catheter and were unsuccessful. The nurse practitioner attempted to place catheter. She indicated that she was unable to advance catheter. She loosened guide wire and pulled back slightly. She then indicated that the patient was more fussy. The catheter still could not be advanced. She withdrew the catheter. When she withdrew she saw that the guide wire had gone through the side of the catheter. A new smaller sized catheter was placed. The test was completed. The actual catheter was bagged and saved for review. As well, the packages of the catheters used were pulled from the garbage. A similar report was filed(B)(4) 2013 report number (B)(4). In this event the nurse reported that the guide wire caused the catheter to pucker as it was removed.what was the original intended procedure?vcug testingdevice #1is this a laboratory device or laboratory test?no